Event description:
It was reported when an asymptomatic patient presented to the clinic for follow-up, increased capture thresholds and a decreased r-wave amplitude were observed. There were other health issues and noted a decrease in the corvue data recently. A programming change was made. The patient will continue to be monitored.